Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a hardware failure occurred in auxiliary drawer 1 involving cubies e1, e3, and e4. Cubie e1 failed to release. Another cubie released but was still detected by the system, and the medication continued to display as present. Cubie e3 was also reported as still present. These issues indicated improper cubie release and detection within the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 full height in the auxiliary drawer had row e cubies that were not successfully recovered. A field service engineer (fse) inspected the device and found that the legacy full-height controller board was causing the issue, requiring a new full-height drawer. At the customer¿s request, the fse temporarily installed an available spare full-height drawer while the ordered replacement was in transit. The drawer was replaced, configured, and all hardware was recovered. Application testing confirmed proper functionality. Additionally, during preventative maintenance, the fse inspected the top panel for cracks, tested the biometric identifier, verified the barcode scanner functions and arm security, confirmed the keyboard functionality, reseated the pyxibus cable, and rebooted the station. No further issues were identified. The system functioned as intended after the field service engineer repaired the device.